Manufacturer narrative:
D9: product received date 9/18/2024. H3: one device was returned for repair. Visual evaluation found heavy liquid damage on printed wire assembly (pwa), lcd, motor, keypad, and chassis gasket. Event history was log reviewed, and no relevant event history found. Service history was reviewed, and no relevant service history was found within review period. Power up test confirmed primary complaint; error code 46011 was received. Charged pump for 3 days. Pump maintained time and day. Performed verification testing and unit passed all test requirements. Upon further inspection, found heavy liquid damage on the pwa, lcd, motor, keypad and chassis gasket. Replaced pwa. Replaced lcd. Replaced motor. Replaced chassis gasket. Performed verification testing and device passed all testing requirements. Software was updated.

Event description:
It was reported that error codes 46011 and 41541 were observed.

Manufacturer narrative:
B3: unknown; month and year valid investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.